Event description:
Catheter placed in 2003 for administration of antibiotics at home. In 2003 dressing found to be wet. Home care nurse found hole in the catheter and discontinued catheter without problems.